Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mixed mitral regurgitation (mr), a rotated heart, and a prolapsed posterior leaflet for a mitraclip procedure. Two mitraclip xtw's were implanted. The final mr grade was 2. On an unknown date a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. The patient was transferred to cardiac surgery for a mitral valve replacement. The exact date of occurrence was unknown and estimated as 07 july 2025 for the regulatory report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and a cause for the reported slda resulting in unspecified tissue injury and mr cannot be determined. Mitral regurgitation and tissue injury/damage are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.